Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's motor speed was below specification and the motor was noisy. Additionally, tech found the unit's control bar was loosening. Tech replaced the motor, switch, reciprocation arm, and the control bar was adjusted. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: hong kong.

Event description:
It was reported that during preventive maintenance, the unit handpiece was noisy and with not enough speed. There is no patient involvement. Due diligence is complete. There was no adverse event associated with this malfunction.